Event description:
On an unspecified date, the pt's IV site was started and a primary piggyback IV set was connected to the pt and was infusing saline. At an unspecified time later, the nurse attempted to administer a pain medication to the pt and noted that the IV site would not flush. The nurse inspected the IV site and noted that there was leakage of IV fluid present. The nurse removed the IV dressing and reported that the tubing fell apart at the male adapter piece. There was no blood loss, no adverse event, and no delay in critical therapy reported. The IV site was restarted, the tubing set was replaced, and therapy was resumed.